Event description:
It was reported that during a device check, the clinician observed a reset window pop-up on a few pf the programmer screens. It was further determined that the issue was likely a bit flip. The device was cleared and remains in use. No patient complications have been reported as a result of this event.